Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips did not properly fire or form when placed across the cystic duct. Two clip appliers failed. There were no patient consequences. Case completed with another device of the same product code. Device discarded.

Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. The device history records were reviewed and the manufacturing criteria was met prior to the release of the batches included in this lot.